Event description:
A caller reported a cartridge alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl. No adverse impact to the customer¿s blood glucose level was noted. Although the customer had consecutive cartridge alarms before, this specific alarm was the first of its kind to be reported with this pump serial number. Technical support confirmed and addressed the consecutive cartridge alarms in another case issue for resolution.